Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found, that the device was powering down, due to failure of the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the power of the high-definition liquid crystal display (lcd) monitor. Turned off after two to three minutes. The issue was found during preparation for use for an unknown procedure. The intended procedure was completed with a similar device. The procedure was delayed by an hour. There were no reports of patient harm.